Manufacturer narrative:
The device involved in the incident has been returned to merit for evaluation. Merit's investigation is not yet complete. A follow-up report will be filed when more investigation is available. The device history records for the lot number involved in this event have been reviewed and the wires met the release criteria established in merit's procedures. Merit's complaint database was reviewed for complaints related to this product family. There have been no complaints associated with failures of this type for this product group. Conclusion codes: method: device evaluation anticipated, but not yet begun. Other: device history records and complaint database reviewed. Conclusions: other: upon completion of the investigation, a follow-up report will be filed.

Event description:
During a diagnostic procedure performed in the interventional cardiology department, the guide wire became caught in the tip of the needle. When the clinician attempted to withdraw it from the pt's artery, the guide wire kinked. No pt harm or injury was reported as a result of this incident.